Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Postoperative multiple eccentric macular holes after pars, (B)(6) 2023. The manufacturer internal reference number is: (B)(4).

Event description:
In a literature article, a physician reported that the patient developed macular holes in the temporal region of the macula in the right eye during internal limiting membrane (ilm) peeling, as revealed by optical coherence tomography (oct) imaging after pars plana vitrectomy surgery. Postoperatively, the patient was treated with topical moxifloxacin for two weeks and prednisolone acetate for one month. At the one-week follow-up, visual acuity improved with a closed lamellar macular hole and retained intraocular gas tamponade. By the second week, visual acuity further improved, the lamellar hole remained closed, but new macular holes were observed in the temporal region on imaging. Three months after the surgery, multiple macular holes were present but did not affect the patient's best-corrected visual acuity (bcva). No treatment was needed during the follow-up period, and no complications occurred.

Manufacturer narrative:
Upon further assessment, this event does not meet the criteria for a reportable event. The pathogenesis of multiple macular holes (mhs) in the presented case is believed to be related to contraction of the residual internal limiting membrane (ilm) induced by ilm peeling or secondary epimacular proliferation, rather than intraoperative trauma or any device-related factor. As there is currently no evidence on the exact etiology of these postoperative eccentric mhs, and based on the available information, there is no evidence to suggest that the manufacturer¿s product caused or contributed to the event. Therefore, the event is considered unrelated to the suspect product and does not meet reporting criteria. No further reports will be submitted under mfg report num. 3003398873-2025-00291. The manufacturer internal reference number is: (B)(4).